Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a sensor error alert. The blood glucose reading was 95 mg/dl. The customer stated that the sensor had just been started the day it gave the alert, and she was walking at the time that it occurred. She stated that the alert occurred after the initialization period. Customer was advised on insertion techniques. She stated that the sensor appeared to be fully inserted and flat against the skin. Customer was advised to disconnect the transmitter from the sensor and check the connection bridge and pins for damage, and she stated there was no damage. A test plug procedure was performed and showed that the transmitter was functioning properly. Nothing further was reported.